Event description:
Additional information received reported that the patient did not have a problem with the therapy turning off suddenly anymore. The patient was unsure of the circumstances that lead to the issue.

Event description:
Additional information received reported that it was unknown if the issue was resolved. The cause was not determined. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported starting a month or two ago, a couple of times a week therapy would turn off suddenly and they would have to turn it back on; otherwise therapy was working normally. There were no falls or traumas reported. Relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.